Event description:
It was reported that the image quality of the cine playback images was degraded and that intermittently the registration arrows were grayed out, not allowing adjustments to be made to improve the image quality. The cine function was not operating properly. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair information is not available.